Event description:
The technician alleged that the head of the stretcher was raised and would not lower. No patient impact.

Manufacturer narrative:
The technician replaced the head section gas spring to resolve the issue.